Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt connection) has been confirmed. Upon investigation the electrode belt is unable to communicate with a monitor. The cause for the failure was isolated to an open white (drvn_gnd) wire, yellow (pgnd) wire and main batt wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor report that a patient was experiencing belt connection faults.